Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-29500. Related manufacturing reference number: 2017865-2021-29502. It was reported that the patient presented to the hospital with inflammation and signs of infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator (ICD) system as the physician is unsure of the root cause. The ICD, right ventricular and right atrial leads were explanted. The patient was in stable condition.